Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the medium-large clip applier wouldn't close the clip properly. The customer stated the issue occurred on the first try with the first clip. No harm to the patient. A new instrument was used to complete the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing noted out of the ordinary. The incident occurred intraoperatively. The clip applier was loaded prior to being inserted into the patient. It is unknown if the issue occurred while the surgeon attempted to clamp on the vessel or tissue bundle. The instrument would not close properly. The customer was unaware if the issue was related to the clip applier jaws remaining static. The customer was unaware if the issue was related to the unexpected motion of the clip applier while attempting to clip. The customer was also unaware if the issue was related to an unsuccessful clip application. Weck clips were used for the procedure, however the size is unknown. A new instrument was used to resolve the issue.